Event description:
It was reported that the helix of the right ventricular (rv) lead failed to extend prior to attempted implant. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event for a helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found no anomalies. The helix was found clean and partially extended. After applying torque directly to the connector pin, the helix could extend and retract. Electrical testing did not find any indication of conductor fractures or internal shorts.